Event description:
On (B)(6) 2011, dr (B)(6) placed 2 cobalt 60 irradiated dental bone grafts in my 2 lower canine teeth. They had to be removed due to neurological symptoms that appeared after their placement. The neurological symptoms disappeared after the irradiated dental bone grafts were taken out on (B)(6) 2011. Then 2 more surgeries on (B)(6) 2012 and in (B)(6)2012 were necessary to remove exostosis and achieve healing. The oral surgeon who performed the 3rd oral surgery in (B)(6) 2012 diagnosed me with exostosis. This is not a genetic condition and thus it was produced in the irradiated field, where cobalt 60 irradiation from the dental bone grafts passed through. The 2 cobalt irradiated dental bone grafts were supplied from musculoskeletal transplant foundation. The 4 teeth in between the 2 lower canines were also extracted, however, they did not receive cobalt 60 irradiated bone graft material. Diagnosis or reason for use: to place extra bone in 2 lower canine teeth after extraction.